Event description:
It was reported that this right ventricular (rv) lead was revised due to a product performance issue. The lead was repositioned. No additional adverse patient effects were reported.